Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump couldn't connect to sensor properly. Troubleshooting was performed however the customer stated they were unable to properly rewind. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the device history due to broken trace. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.